Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was no longer functioning. A new ipp device was implanted. There was no further intervention required.